Event description:
A 6/4mm amplatzer duct occluder (ado) was placed in the patent ductus arteriosus (pda). Position was confirmed on descending aortography and it was decided to implant the ado. There was difficulty releasing the ado from the delivery cable and several attempts were made. When the ado did detach it embolized to the abdominal aorta. The ado was snared through a 6f sheath but withdrawing the ado into the sheath was difficult. The device and sheath were withdrawn to a safe area away from the aorta and pulmonary arteries. The patient was then sent to surgery where the device was removed and the pda was surgically repaired.

Manufacturer narrative:
The 6/4mm ado was received at sjm and decontaminated. The ado was examined grossly and microscopically, and was confirmed not to contain any defects or abnormalities. The ado was confirmed to meet dimensional specifications when measured with a caliper. The ado was successfully deployed from a test 6f loader without any deformations, under non-physiological conditions. The end screw on the ado was tested using thread gages, and was confirmed to contain the proper number of functional threads. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation confirmed the ado met all functional and dimensional specifications when analyzed at sjm. A review of the device history record confirmed the occluder met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the ado, and the cause for the difficulty detaching the device and the embolization remains unknown.

Event description:
A 6/4mm amplatzer duct occluder (ado) was placed in the patent ductus arteriosus (pda). Position was confirmed on descending aortography and it was decided to implant the ado. There was difficulty releasing the ado from the 6f amplatzer torqvue 180 delivery system (dtv180) delivery cable and several attempts were made. When the ado did detach it embolized to the abdominal aorta. The ado was snared through the same 6f sheath but withdrawing the ado into the sheath was difficult. The device and sheath were withdrawn to a safe area away from the aorta and pulmonary arteries. The patient was then sent to surgery where the device was removed and the pda was surgically repaired.